Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 1 dis-similar complaint where the anchor broke for this lot that were released to distribution on (B)(6) 2013. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported via email from the product director that there was an issue during a rotator cuff procedure where the competitor's fiber wire broke while using it with a healix advance knotless anchor. The surgeon used 2 strands of fiber wire, and it could not be determined if the suture was pinched between the bone and anchor, or if he pulled on it aggressively to cause the break. The surgeon used the stay suture and knotted it to complete the procedure. The sales representative stated the surgeon was satisfied with the fixation. There were no patient consequences.